Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead, 2006-08-17; 4470 competitor implantable pacing lead, (B)(6) 2006. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).